Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05875. The pt has two extensions (from the same lot). It was reported the pt is experiencing over stimulation and inadequate coverage. Reprogramming did not resolve the issue. X-rays were taken and revealed one of the extensions had slightly pulled away from the ipg header. The x-rays also revealed both extensions as being in a curved configuration. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.